Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient identifier and patient date of birth were provided. - the patient underwent a primary breast reconstruction procedure with the suspect medical device. - the date of event and explantation date were provided. It was reported that deflation of the patient¿s right breast tissue expander was discovered during explantation on (B)(6) 2020. It was a planned implant exchange surgery. During explantation surgery, a hole was discovered on the device. The explanted tissue expander was replaced with a polytech 335 ml gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of tissue expander. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor ce med height te 450cc tissue expander that deflated after implantation. As a result, the patient underwent explantation on an unspecified date.

Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the right tissue expander. During visual evaluation, a tear was observed on the posterior view, measuring approximately 0.2 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination was performed and the cause of the deflation could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).